Manufacturer narrative:
Age & date of birth - in (B)(6). Expiration date - december 2023. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - 1/26/2019 ~ 1/29/2019. Initial reporter: mr./ms. (B)(6). Establishment name: (B)(6). The actual device was returned to the manufacturing facility for evaluation. The actual sample was observed visually, a part of the catheter was snapped off approximately 9mm away from its root. When closely observed, the damaged portion under microscope, the inverted v-shape damage, in which the inner- needle had created while it was being punctured through the catheter, was observed. Furthermore, tensile stress was also observed on the catheter. The manufacture inspection record was traced back and reviewed. No defective properties catheter snap or scratch to degrade functionally of the catheter were detected. Furthermore, there has been no similar event ever reported by other medical institutions. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not attempt to re-insert a partially or completely withdrawn needle." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that after the contrast agent was injected into a median vein, catheter damage was noted when withdrawn from the patient. Skin incision was performed shortly at approximately 6cm on the upper arm, the catheter fragment was however unable to be discovered. No health issue were reported to be involved with the patient after implementation. The catheter fragment has not yet been removed from the patient. The current condition of the patient is stable and fine.